Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, dissection, occlusion, perforation, and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported malposition of device (backwall stitch) and patient device interaction problem (failure to achieve hemostasis) could not be determined. The reported unexpected medical intervention and surgical intervention required was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of hemorrhage is listed in the electronic prostar xl instructions for use (eifu), as potential complication resulting from procedure associated with the of use of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death referenced in b5is captured under a separate medwatch report. The additional proglide device referenced in is filed under a separate medwatch report number. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: vascular complications among patients undergoing trans-femoral transcatheter aortic valve implantation: prostar vs proglide parallel technique

Event description:
This study compared the results of a transfemoral transcatheter aortic valve implantation (tavi) using proglide devices with the parallel technique versus using a prostar device to close the femoral artery. The intention of this study was to compare the complication rates between the two methods. Two proglide devices were placed in a parallel fashion in all large bore access sites. One prostar was placed at all large bore access sites. The rate of complications were low in both groups; however, included hemorrhage, vascular perforation, dissection [proglide only], pseudoaneurysm and occlusion requiring additional medical intervention, closure devices [proglide only], transfusions or surgical intervention. Mechanism of device failures linked to the complications included occlusion [back wall stitch], entanglement [proglide] and closure device failures [unspecified failures /failure to achieve hemostasis] additionally the article reported that there are significantly lower rates of in-hospitality mortality associated with proglide than prostar. The article concluded that use of parallel proglide suture technique showed comparable rates of vascular complications with prostar. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular complications among patients undergoing trans-femoral transcatheter aortic valve implantation: prostar vs proglide parallel technique"